Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "during a mac introducer placement, the fellow needed an additional guide wire to place the central line. An additional guide wire of the same size was retrieved from the procedure cart. After placement of the central line, the guide wire was removed without resistance. However, upon further inspection, the guide wire appeared to be shorter in length and uncoiled at the end with a smaller diameter. The distal end of the guide wire was visualized in the left ij via ultrasound. Ir was notified and the patient was taken to ir for foreign body removal. The distal portion of the guide wire 8 inches was removed. "Marked spring-wire guide with arrow advancer". 0.035 inch diameter spring-wire guide (68 cm swg)" the patient was reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "during a mac introducer placement, the fellow needed an additional guide wire to place the central line. An additional guide wire of the same size was retrieved from the procedure cart. After placement of the central line, the guide wire was removed without resistance. However, upon further inspection, the guide wire appeared to be shorter in length and uncoiled at the end with a smaller diameter. The distal end of the guide wire was visualized in the left ij via ultrasound. Ir was notified and the patient was taken to ir for foreign body removal. The distal portion of the guide wire 8 inches was removed. "Marked spring-wire guide with arrow advancer". 0.035 inch diameter spring-wire guide (68 cm swg)" the patient was reported as "fine".